Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-06-10). However, the exact cause of the user's experience and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved by unknown approach. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc) (B)(4)(returned to omsc on (B)(6) 2016). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath had broken off and cracked. However, no part was missing since the complete fragment was returned as well. The cause of this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by mechanical overload. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.